Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involved a plum 360 driver new. It was reported that, during a routine preventive maintenance inspection, the device failed the delivery accuracy test. It recorded 21.5 ml when programmed for 20 ml on both test attempts. There was no patient involvement and no patient harm.